Event description:
It was reported during a da vinci si surgical procedure the thoracic grasper 5mm instrument jaws would not close. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument jaws would not close. The grips did not open/close properly when input discs were manually rotated. Visual inspection showed one grip link was broken. The link was broken at the edge of the hole that attaches to link pin. The cross sectional area of the link was at it's minimum at the location of breakage. The other distal end components were not damaged. No other damage was found.